Manufacturer narrative:
The device was returned for analysis. Testing has begun, but has not yet been completed. This investigation will be updated upon analysis closure.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. A physician suspected the rv lead had perforated the heart tissue. As result, the patient underwent a surgical procedure wherein the lead was extracted and a new rv lead was implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a cut in the outer insulation likely caused during the explant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. A physician suspected the rv lead had perforated the heart tissue. As result, the patient underwent a surgical procedure wherein the lead was extracted and a new rv lead was implanted.